Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed. Justification for no UDI: this device was manufactured before UDI requirements.

Event description:
Complainant alleged that during functional testing, the device took an extended time to discharge. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the main board. The main board and high voltage capacitors were replaced. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.